Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose (bg) level, value not provided; cause was unknown. Customer declined technical support troubleshooting, and no further information regarding the outcome of the event was obtained.